Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. Customer stated there was air bubbles between the o rings. The patient¿s blood glucose was unknown at the time of the incident. Approximate size of air bubbles is more sizable and more of them than the small fizzy bubbles. The reservoir was expected to be returned for analysis.

Manufacturer narrative:
Evaluated 5 open/used reservoirs. Performed pre-fill reservoir test. Found no air bubbles were observed during analysis. Checked o-rings for defects and none was found. Conclusion: no air bubbles.